Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level above 600 mg/dl with an unknown cause. Bg was addressed via a correction bolus and manual injection. System check with tandem technical support (cts) confirmed that the pump and related supplies were functioning as intended; however, customer had recently completed an infusion set change prior to contacting cts. The customer was instructed to consult with the healthcare provider regarding bg level.